Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ascending colon hemicolectomy procedure, the surgeon clipped the central and peripheral side of the vessel with the device. Next, he cut off between the clips with a harmonic scalpel, but at that time, the clip broke and was retrieved from the cavity. The surgical time was extended by less than 30 min. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with six clips remaining. No visual abnormalities were observed with the instrument. A clip in three pieces was received; visual inspection noted the clip was burnt at the apex. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged clip may occur if a clip comes into contact with a cautery device during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.